Event description:
As reported, during shipping/receiving, when the loaner kit returned to our warehouse, our team recognized the breakage of the device. During surgical use, hard sclerotic bone was detected in the young patient which led to the necessity of applying more force to the impactor. In conclusion, the force led to a breakage of the device. There was no no parts or pieces fell into the patient wound site and there was less than 5-minutes surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. The product will be return. No other surgical information provided.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
(H3) the broken center peg punch reported was likely the result of both high impaction forces and the patient¿s hard bone, which led to crack initiation, propagation, and ultimate fracture of the peg punch tip. The most probable root cause associated with the reported event of ¿broken / non-functional¿ is associated with a partial or full-thickness crack in the device materials. Section d4: lot number.